Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power status overlay and alarm led pcba. The unit successfully passed the required performance verification test.

Event description:
The customer reported display is not working. Mains indicator is not showing in front panel & alarm (light emitting diode) led not glowing. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
MFR rec'd date: 12dec2019. Report date: 13dec2019. The manufacturer¿s international service technician replaced the bezel to address the reported problem. The unit successfully passed the required performance verification test. The bezel assy,v200 was returned to failure investigation (fi) for evaluation. The visual inspection of the bezel assy,v200 revealed there were no signs of damage or contamination. The customer returned bezel assembly will be installed into the fi test ventilator. The ventilator remained operational with no errors detected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The customer returned (light emitting diode) led circuit panel was tested with no errors identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.